Event description:
The customer reported that the "unit is giving speaker malfunction error (inop)". There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.